Manufacturer narrative:
This report is submitted on july 11, 2017.

Event description:
Per the clinic, the patient experienced pain at the implant site with and without device use. Subsequently, the patient was treated with oral and injectable antibiotics and steroid injections (dates not reported); however the issue could not be resolved, leading to device non-use. The implanted device remains.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017.